Event description:
It was reported that during an open whipple procedure, on the first firing of the device, in the middle of the staple line there were unformed staples sticking through the part of the stomach that was being removed. Another reload was used to complete the procedure. No adverse consequences reported. The device and reload were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.